Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited intermittent high out-of-range pace impedance measurements via the remote monitoring system. Boston scientific technical services (ts) reviewed stored patient data and found evidence of electromagnetic interference (emi) on some of the stored electrograms (egms) and explained possible causes of the out-of-range measurements. This patient will continue to be monitored remotely. No adverse patient effects were reported. This system remains in service.

Event description:
Additional information was received indicating high out-of-range impedance measurements continue to be be observed intermittently. A save to disk was performed and reviewed by engineering who noted device function appeared normal with no explanation for the high measurements. The physician suspected a possible lead issue but did not elaborate and chose to continue monitoring the patient as there has been no impact to therapy or the patient. This system remains in service.

Event description:
Additional information was later received following review of several remote interrogations. Ts noted what appeared to be several instances of loss of capture (loc) despite backup pacing during rv auto threshold tests. Based on this and earlier findings, the physician elected to to revise the lead though no procedure date has been scheduled as of yet. This system remains in service at this time.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received indicating no improvement was seen in rv pace impedance measurements as time progressed. The physician elected to carry out the previously discussed revision procedure due to ongoing loc and patient symptoms related to bradycardia. The device and rv lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the pacemaker was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the above-referenced pacemaker and right ventricular (rv) lead exhibited intermittent high, out-of-range pace impedance measurements beginning a few weeks after the implant procedure. Ventricular loss of capture was also periodically noted. Attempts were made to reproduce the high impedance measurements during in-clinic testing; however, no abnormal measurements or noise were observed during this testing. The ambulatory high impedance measurements and loss of capture continued sporadically over time, and as a result, the decision was made to replace both the pacemaker and the rv lead. The explanted products were returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.